Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo_13.7 implantable collamer lens, of diopter -13.0, into the patient's right eye (od) on (B)(6) 2024. On the same day in a seperate surgery the lens was exchanged with a same model but shorter length lens due to excessive vaul. This resolved the problem. The cause of the event is reported as unknown.

Manufacturer narrative:
Claim # (B)(4).